Manufacturer narrative:
A ge oec service representative investigated the issue and it was expressed to the customer that the dose accuracy noted had been addressed and rectified on service calls in 2007. A pm was performed approx two months later, and the system was within specification for dose outputs. The system was tested and found to be functioning as intended and was released to the customer for use. The facility was unable to, or would not provide any patient information with respect to this issue. No negative patient effect was reported because of this malfunction, that occurred during a procedure.

Event description:
The ge oec 9800 fluoroscopy system had a possible regulatory non-compliance.